Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI - (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that quick coupling device was clogged when attempting top put a pin through the device. It was reported that during decontamination the wire was able to go through the device but black oil was observed seeping out around the front of the device. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. . There was no human patient involvement as this was a veterinary procedure. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was clogged when attempting to put a pin through the device and during decontamination the wire was able to go through the device, but black oil was observed seeping out around the front of the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device could not secure/drive the k-wire and was making excessive noise. It was further determined that the device failed pretest for check self-holding force in smallest range and check function in running mode. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance.